Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the reported issue was not confirmed, but errors showing that the log was not recording correctly were found in the ventilator's downloaded error log. The main board needs to be replaced to address the issue, but device was returned unrepaired to the customer at their request. Prior to identifying the issue described in fsn (B)(4), complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn (B)(4) was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.